Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. 4 days later the pt presented with left parietal lobe brain infarct. The investigator noted the event as moderate in intensity. Hospitalization was extended to permit treatment. The condition caused permanent disability in the form of a minor loss of visual field. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the pt's history of a heart murmur and use of oral contraceptives as a possible cause for the event. In 2000, the pt presented with back pain. The investigator noted the event as moderate in intensity. Physician prescribed anti-inflammatory medication (lodine and vicodin). It is unknown if the condition was resolved, as the pt was lost to f/u, no further data available. The pt was last seen in 5/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted muscular strain as a possible cause for the event.